Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall occurred, confirmed in the event logs, with no motor stall recovery recorded. The motor stall occurred following an MRI. No info was provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt's symptoms or outcome were provided at the time of this report. A f/u report will be filed if add'l info becomes available.